Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through asr. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side breast lump and pain. Healthcare professional later confirmed right side rupture.

Manufacturer narrative:
Clarification: lot number 553606 was provided by the reporter however that does not match the lot number of 553197 on the device. Additional follow up has been conducted to determine correct device information. A supplemental mw will be sent.

Event description:
Device has been explanted.

Manufacturer narrative:
Clarification: lot number for the device was confirmed to be 553197. Device evaluation: visual analysis of the returned device identified: broken shell and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge on posterior side assessed as unidentified (tear) opening, a dimension measurement in the shell was performed which identified the thickness to be within specifications, and an extended sharp opening on posterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right side breast lump and pain. Healthcare professional later confirmed right side rupture. Device has been explanted.